Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a wire broke on the wrist of this instrument. One grip cable was broken at the distal clevis and there was wearing on the idler pulleys. Engineering evaluation concluded that the damage on the idler pulley was likely due to wear. The broken segment stuck out approximately .3675 at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure a wire broke on the wrist of the large needle driver instrument. The instrument was replaced with a new one. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.